Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the lead adapters were explanted and replaced with a paddle lead. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32952. It was reported that the patient experienced ineffective stimulation. Diagnostics revealed multiple contacts had high impedances. Reprogramming was unable to restore effective stimulation. As a result, surgical intervention may take place at a later date to address the issue.